Event description:
Additional information received confirmed that the patient had a loss of therapeutic effect for the past 2 months. The patient met with the physician and company representative about 2 months ago. The patient left the office and did not feel the stimulation afterwards. Subsequent information received on (B)(6) 2012 reported that the patient did not feel the stimulation at the current program setting of 1.4 volts. It was reported that the patient never experienced therapeutic benefit from the permanent implanted device while it was noted that the trail phase went fine. When the patient increased the voltage, it was reported to be very uncomfortable ("like pins and needles"). There were no other programs available to the patient as they just received a new programmer component. Further information received on the same day indicated that the patient was unsure if the trial phase was successful. The patient was at a setting of 1.85 volts which was described as painful. The patient decreased the stimulation to 1.80 volts where they were not able to feel the stimulation sensation. It was also noted that the revision that was performed 2 months ago was worse that childbirth and the patient's spouse reported that it was not done correctly. If additional is received, a follow-up report will be sent.

Event description:
It was reported that the patient was not receiving a stimulation sensation. Loss of bladder control was reported as a symptom. The patient reported there was no known accident or incident related to the complaint. The symptoms started about a month ago. The patient reported feeling nothing. The patient had an appointment scheduled with a physician on (B)(6) 2012. The patient reported that a couple of weeks ago they "redid this on me and now it just stops." The patient also stated that "this was redone at the hospital because there was a mistake or something." The patient used the patient programmer to sync with the device. The device was found to be off. The patient had previously used the off button on the left side of the patient programmer, which turned the implantable device off instead of the programmer. After turning the device on, the patient adjusted parameters to .75 v and then felt stimulation. The patient increased stimulation to 1.10 v and indicated that the setting was good. The reported issue with stimulation was resolved. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v513024, serial#, implanted: 2011 (B)(6), explanted: product type: lead; product ID 3037, lot#, serial# (B)(4), implanted: explanted: product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported, the patient was "peeing all over themselves" and used the bathroom two times an hour. The patient was having urgency and frequency. The patient was on program 1 and then switched to program 2 at 1.2v as of the date of this report. No further information was reported. If additional information is received, a second follow up report will be sent.